Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. The patient was seen in-clinic where provocative maneuvers were able to reproduce the non-physiological noise. Diagnostic imaging was also performed which confirmed complete electrode insertion. Boston scientific technical services (ts) was contacted and confirmed that the signals were likely sense node b in origin. Because it was able to reproduced with movement, ts concluded that there was likely damage to the header or the electrode at the header. System replacement was recommended. Shock therapy was programmed off pending explant so that the no further inappropriate therapies would be delivered. The s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. The patient was seen in-clinic where provocative maneuvers were able to reproduce the non-physiological noise. Diagnostic imaging was also performed which confirmed complete electrode insertion. Boston scientific technical services (ts) was contacted and confirmed that the signals were likely sense node b in origin. Because it was able to reproduced with movement, ts concluded that there was likely damage to the header or the electrode at the header. System replacement was recommended. Shock therapy was programmed off pending explant so that the no further inappropriate therapies would be delivered. At this time, the s-ICD system remains implanted and the patient is stable.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. The patient was seen in-clinic where provocative maneuvers were able to reproduce the non-physiological noise. Diagnostic imaging was also performed which confirmed complete electrode insertion. Boston scientific technical services (ts) was contacted and confirmed that the signals were likely sense node b in origin. Because it was able to reproduced with movement, ts concluded that there was likely damage to the header or the electrode at the header. System replacement was recommended. Shock therapy was programmed off pending explant so that the no further inappropriate therapies would be delivered. The s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted device has been received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. The patient was seen in-clinic where provocative maneuvers were able to reproduce the non-physiological noise. Diagnostic imaging was also performed which confirmed complete electrode insertion. Boston scientific technical services (ts) was contacted and confirmed that the signals were likely sense node b in origin. Because it was able to reproduced with movement, ts concluded that there was likely damage to the header or the electrode at the header. System replacement was recommended. Shock therapy was programmed off pending explant so that the no further inappropriate therapies would be delivered. The s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.